Manufacturer narrative:
Product analysis: kinks were evident on the hypotube and distal shaft of the returned device. The stent was positioned on the balloon between the marker bands as per specifications. Deformation was visible to the 20th and 27th distal stent wraps with raised struts. Crimp impressions were visible on the exposed balloon surface. Deformation was visible to the distal tip. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was attempting to use a resolute onyx drug eluting stent to treat a severely calcified and tortuous mid lad lesion exhibiting 95% stenosis. There was no damage noted to the device packaging. No issues were noted upon removing the device from the hoop. The device was inspected with no issues noted. The lesion was pre-dilated several times. During the procedure it was reported that the device did not pass through a previously deployed stent. Resistance was encountered while attempting to advance the stent but no excessive force used. It was reported that stent deformation occurred during positioning after failure to cross the lesion. Device was removed completely with strut deformation observed on removal. Procedure completed with another device. No patient injury reported. The physician emphasized that in his opinion the problem was not in the stent ¿ the lesion was very calcified.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.